Manufacturer narrative:
Device not returned

Event description:
It was reported that usb cable was faulty and would no longer work to charge the pump. There was no reported adverse impact to customer's blood glucose level. Replacement cable was sent to the customer.